Manufacturer narrative:
Part 391.201, lot p128428: release to warehouse date: (B)(6) 2012. Additional release to warehouse date: (B)(6) 2012. Supplier: (B)(6). No non-conformance reports were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: a visual inspection under 5x magnification, functional test, technique guide review, device history record (DHR) review and drawing review were performed as part of this investigation. Device shows normal wear consistent with over 4 years of use. Device functioned as intended when tested. The internal tensioning mechanism advanced (travelled distally) when the device's proximal gold knob was rotated counter-clockwise and ultimately the distal jaws opened up once the knob could no longer be turned any further counterclockwise. Then, when the proximal gold knob was rotated clockwise, the distal jaws closed up and then the internal tensioning mechanism retracted (travelled proximally). Per the orthopaedic cable system technique guide instructions for use "turn the knob on the tensioner clockwise until desired tension is reached." Therefore, it is determined that this complaint was caused by user error expecting tensioning to occur when rotating the knob counterclockwise. No non-conformance reports were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. This complaint is not confirmed. The complaint condition of not tensioning when turning the knob counterclockwise was able to be replicated at cq because the device will only tension when turning the knob clockwise. No new malfunctions were identified as a result of the investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently undergoing investigation. A device history record review of the subject device lot number has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a total elbow arthroplasty (tea) to treat a right olecranon fracture on (B)(6) 2017 the surgeon turned knob of a cable tensioner counterclockwise and tried to put tension on a cable, but the cable tensioner did not tension the cable. The surgeon then he used another device (competitor¿s device) and was able to tension the cable and complete the procedure. There was no medical intervention required and no patient harm reported. There was a surgical delay of 10 minutes due to the reported event. Concomitant device: 1x 498.800.01s / lot unk (cable w/crimp ø1 tan). This report is 1 of 1 for (B)(4).